Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 with blood glucose between 300 mg/dl and 400 mg/dl. Customer reported to have taken six boluses prior to hospitalization. Customer was taken to the hospital via ambulance and was hospitalized in ICU for 1 and half days and in the general area of the hospital for another 1 and a half days. The customer was wearing insulin pump during hospitalization. The insulin pump will not be returned for analysis.